Event description:
It was reported to medtronic minimed that the customer experienced cgm value unavailable on inpen application. The customer reported no adverse event. The event involved product(s) mmt-8061. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for mmt-8061.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. An attempt to reproduce the reported issue was not performed as it was already confirmed through earlier reference tickets. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). The customer reports inability to see sensor data in the inpen app. Upon investigation, we see that sg data is being received every 5 mins as expected on google console. We also see sg data in firebase. This issue is not confirmed as we cannot confirm via firebase that issue was ongoing. We have given the recommendation to have the customer unlink and relink their cgm. They have reported that issue has resolved and no further investigation is required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.